Manufacturer narrative:
H.6. Investigation: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1807712, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three injectors from the same lot were used for additional evaluation. Product was visually inspected and no defects were observed. The samples were successfully connected to a syringe and tested functionally using a protector and vial, no issues were identified. Product undergoes a series of testing and inspections throughout the manufacturing process to ensure the quality of the device. Based on the available information, we are not able to determine a root cause at this time.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) snapped off the syringe while injecting air or diluent into the vial during use. The customer reported 5 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ optima injector (n35-o) snapped off the syringe while injecting air or diluent into the vial during use. The customer reported 5 occurrences of this event, and this complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "injector snapping off while injecting air or diluent into vial unit (x5 incidents): due to the increased force of adding air or diluent into the vial unit the added force applied by the used would cause the syringe to break or disconnect from the blue injector luer and the syringe."